Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc was able to resolve the issue by reinstalling the product software; the device passed all testing after installing the software. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was corruption of the device software. The issue was resolved by reinstalling the software. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an xper fc2010 rev d exchange device indicating that the unit has been freezing up mid-case several times a week. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.